Event description:
Instrument was used during an unknown procedure. It was reported the tlc55 would not cut or fire. Surgeon also tried second cartridge and unit would still not fire. Another tlc55 was opened to complete the case. Rep reports 1 reload, tcr55, lot number j44445.